Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the left atrium and the biosense pentaray catheter was inserted once and withdrawn, air entered when the syringe was withdrawn. Air was aspirated several times, but the air could not be aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing did not confirm air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis